Event description:
It was reported by the plaintiff's attorney that this plaintiff experienced urinary incontinence, leakage and pelvic pressure. Furthermore, it was reported that the plaintiff died. The cause of death was reported as interstitial lung disease and lupus or rheumatoid arthritis.

Manufacturer narrative:
Layer-filed report.